Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A sensor output test was performed and the sensor was found to be within specification. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a

Manufacturer narrative:
Event site full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was connected to the cs300 intra-aortic balloon pump (iabp). The blood pressure waveforms and parameters were displayed on the iabp screen. The same blood pressure waveform and parameters were also displayed on a polygraph externally output from the iabp. However, the iabp generated an unable to calibrate optical sensor alarm. They tried to calibrate manually but the alarm did not go away. The iab was replaced, and the new iab was used without any further issues. There was no patient harm or adverse event reported.